Manufacturer narrative:
Bd received samples and photos from the customer facility forinvestigation. The samples and photos were evaluated andthe customer¿s indicated failure mode for 77228 with theincident lot was not observed. Additionally, a review of themanufacturing records was completed for the incident lot andno issues were identified.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had additive leak out of the tube.